Manufacturer narrative:
Investigation involved onsite simulated use testing of the system by medtronic field representative. Per system checkout results the system functioned properly during testing. Unable to replicate issue.

Event description:
A medtronic representative reported that the camera stopped working half way through a navigated spine case utilizing the stealthstation s7 navigation system and o-arm imaging system. They had taken one navigated spin with the o-arm and navigated half the spine. They moved the frame to a new location and attempted to do a second navigated spin. At this point in time they were unable to pick up the o-arm tracker or spine frame with the camera. They stated the camera had a clear line of sight and was at a normal distance away. At this point they discontinued navigation and finished the rest of the case with 2d-fluoroscopy. They did a post-operative spin with the o-arm and all hardware was placed accurate. There was no negative impact to patient.

Manufacturer narrative:
Patient information has been requested, but not provided. No parts or files have been received for evaluation.